Event description:
It is reported that the pt was revised due to pain.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unk. Surgical notes were not provided. X-rays were not provided; it is unk whether the component were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation of the returned device shows signs of nicks and gouges on the returned devices. The tibial component and stem extension remained assembled. The femoral component had bone cement on the component backside. Wear is identified on the articular surface. Additional information does not affect the root cause if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Patient's revision operative reports indicate tibial aseptic loosening and varus subsidence. The postoperative diagnosis indicates massive osteolysis secondary to polyethylene wear and tibial loosening. Significant osteolysis and tibial bone loss were identified. The tibial component was identified to be loose and removed by hand.